Event description:
In 2008 - called reporter, she stated, staff alleged unintentional movement, there was no reported injury. Five days later - tech - bed hard recent upgrade. Upper rail bracket screws were not tightened. Causing ucm to short against screws. Tightened screws, replaced board. Bed operational.